Event description:
It was reported there was a vf episode that looked like emi. There were also 20 vt non sustained episodes that also looked like emi. Noise was observed on both chambers. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Multiple short v-v sensed events of < 220 ms are observed since the near the time of device implant. (13 episodes nst (non-sustained tachycardia), 7 episodes vf (ventricular fibrillation)) the most recent episode is an nst on (B)(6) 2011.

Event description:
It was reported there was a vf episode that looked like emi. There were also 20 vt non sustained episodes that also looked like emi. Noise was observed on both chambers. The device remains in use. No patient complications were reported as a result of this event.